Manufacturer narrative:
(B)(4). The reported high pacing lead impedance was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The reported field event could not be determined. UDI(di): (B)(4).

Event description:
It was reported that during generator change out, hv lead impedance was observed. The device was replaced. The patient is stable.